Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a discordant, falsely depressed vancomycin (vanc) result was obtained on the dimension vista 1500 system, s/n (B)(4). Siemens headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided and the instrument data. Calibration and quality control data were within conformance. No process errors were observed at the time of the reported event. There is no evidence of a product nonconformance. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The same sample was reprocessed on the original and alternate dimension vista instrument and a higher result was obtained. No corrected report was issued. There were no reports of patient intervention or adverse health consequences due to the discordant vanc result.